Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A review of manufacturing device history records was conducted on the reported lot number, and no non conformances or anomalies were found recorded. Based on the available information the reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Device expiration date could not be determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that due to "perforation of the digestive tract", the patient underwent emergency surgical treatment, underwent orotracheal intubation in the operating room and was admitted to the intensive care department at 23:00 after the operation. While under the control of the orotracheal intubation and ventilator after admission, the air bag leakage was found at 23:30 and the same batch of new endotracheal intubation was reinserted after removal. Ventilator ventilation continued. In this example, the airbag is not checked for air leakage before use and the manual is consulted, and there is a mention of checking the integrity before operation, but there is no mention of checking whether or not air leakage is checked and how to check it. The airbag airtightness was checked before relocation.